Manufacturer narrative:
Investigation: customer returned (1) 3/10cc, 8mm, 31g bd safetyglide insulin syringe in an open blister pack from lot # 8143791. Customer states that the white push rod separated. The returned syringe was examined and exhibited the safety mechanism-shield assembly separated from the rest of the barrel. A review of the device history record was completed for batch# 8143791. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. The automatic syringe assembly machine assembles the barrel, stopper, plunger and needle assembly components into a syringe. The machine consists of several syringe assembly dials, inspection and transfer dials. This type of detachment can occur when the needle assembly transfer rail that feeds onto the barrel dial is misaligned causing the barrel tip and or the needle assembly to get damaged. Misalignment can occur due to component jams. A mis-assembled shield detection system (camera) is in place to detect missing or raised shield and will automatically reject the syringe. The camera detection is challenged each production shift. Root cause: oven clutch failures.

Event description:
It has been reported that one syringe 0.3ml 31ga tw 8mm bls 400 sg has been found damaged before use. The following has been provided by the initial reporter: white push rod separation.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: antistick. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.3 ml 31ga tw 8 mm bls 400 sg has been found damaged before use. The following has been provided by the initial reporter: white push rod separation.